Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were having issues with the replogle blocking and leaking from the piggy tail. Per customer, the product has been leaking causing patient impact of having to replace daily and sometimes several times per day. It was flushed with air, but it¿s like the valve was broken, secretions kept coming out of the tail resulting in improper stomach decompression and patient vomiting.

Event description:
The customer reported that they were having issues with the replogle blocking and leaking from the piggy tail. Per customer, the product has been leaking causing patient impact of having to replace daily and sometimes several times per day. It was flushed with air, but it¿s like the valve was broken, secretions kept coming out of the tail resulting in improper stomach decompression and patient vomiting. Additional information was received from the customer and stated that there was no medical intervention or treatment required.

Manufacturer narrative:
Section b5 has been updated to include additional information. Section h6 health effect: impact code has been updated from 4648 insufficient information to 2199 no health consequences or impact.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.